Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set a blood leakage occurred due to a broken arterial pod. This led to a small amount of blood loss (amount not further specified). The treatment was discontinued immediately after the issue was found. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that there was external blood leakage from the set at the level of the level of the pod access pre pump. The reported condition was verified. The cause of the condition was not determined. This subassembly is manufactured by a supplier. The manufacturer of the pod has been notified of this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.